Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not connecting, currently on override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the station had experienced issues where patient and order data were not crossing over to the pyxis system. The first issue occurred due to a temporary communication delay, which resolved automatically before the call. A subsequent issue was caused by 5,846 messages stuck on the es server, preventing data processing. The senior technical support specialist resolved this by restarting the external inbound messaging service and installing the scheduled task messages stuck skipping dequeue using knowledge article ka000018420. The system was verified to be functioning normally, and the case was closed after user confirmation. The system functioned as intended after the technical support specialist troubleshot the device.